Manufacturer narrative:
This complaint is a duplicate of (B)(4) already reported on MFR report number3030677-2023-02240.

Event description:
It was reported to philips, that the ECG trace disappears. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event. And the complaint is still under investigation. A final report will be submitted once the investigation is complete.